Manufacturer narrative:
D6a: d6b: e3: occupation: manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: when applying the tr band after radial access, 15ml¿s down to 10 ml¿s of air was injected into the tr band. About 10-15 minutes later, it was discovered the device lost air. It was unknown where the leak came from; however, there was no noticeable damage to the device. Hemostasis was achieved using a second tr band. The patient was stable and no blood loss was reported.